Manufacturer narrative:
Product type: recharger found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the recharger was not functioning. The connector pin was reported to be broken and would not stay in cord. The patient reported it was stuck in recharger. The patient reported they had a fall on their floor mat and pulled tension to back. Patient was unable to feel stimulation. No symptoms and or further complications reported.